Event description:
Surface ECG showed a-v pacing at 70 bpm and it was suspected that the device may be in backup mode. An interrogation attempt was unsuccessful. Device remains implanted. No adverse patient events were reported. Should additional information become available, this file will be updated.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of this particular device as well as the returned device data. The returned device data were analyzed thoroughly. Data analysis revealed that the pacemaker switched into the safety backup mode on january 30, 2023 as a result of the detection of invalid memory content. By design, the pacemaker performs self-checks and is equipped with the ability to detect and repair invalid memory content. However, in the case of multiple invalid memory areas, the device cannot correct the memory content and switches into the safety backup mode to ensure patient safety. While in this safety program, the pacemaker is capable to deliver anti-bradycardia therapies. Upon interrogation a device status error message appears to notify the user. Please note, in the safety backup mode, in order to ensure patient safety, the pacing parameters are chosen in order to cover the widest population of patients, which can lead to a higher current consumption draining the battery. The amount of charge taken from the battery was verified and the battery condition was found to be as expected. Due to the battery depletion, a re-initialization request was not provided by the programmer. This represents a normal behavior. The battery is depleted. The manufacturing process for this device was re-investigated and all production steps were performed accordingly. There was no sign of any inconsistency during the manufacturing process which may be related to the clinical observation. Particularly, the final acceptance test proved the device functions to be as specified. In conclusion, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing. The clinical observation resulted from invalid memory content. The root cause for the invalid memory content was not determinable. However, external influences such as strong electromagnetic fields could be taken into consideration. The battery is depleted.